Event description:
It was reported an angio-seal vip was deployed in the right common femoral artery post diagnostic coronary arteriogram. Hemostasis was achieved. The patient was discharged later that day. The patient was in the passenger seat of a car when the groin began bleeding. The driver of the vehicle pulled the car over and laid the patient flat. Manual compression was applied for 15 minutes. The patient was taken to the emergency room and manual compression was resumed, due to a hematoma. Hemostasis was achieved and the patient stayed overnight at the hospital for observation. The next day the patient was discharged, without complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause of the bleeding could not be conclusively determined. The angio-seal device patient's information guide, which the patient is instructed to carry with them for the 90 days state; some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the patient is to contact their physician immediately at the number listed on their patient information card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.